Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The log showed error 25913 (c-26). The iesu was installed on the golden system and monopolar 2nd port instrument was not detected. There was no significant scratches or dents. The front bezel was in decent condition. Failure analysis concluded that no root cause could be attributed to this reported issue.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report c-26 error on erbe when surgeon activated bipolar for few seconds. Tse guided site to restart the erbe. Site had already restarted the erbe but issue still would happen. Tse guided site to replace the cable and instrument. Site had tried it and issue remained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and system initially powered on without errors. The customer restarted erbe, but it still could not be used. The customer replaced the energy device with another brand.